Manufacturer narrative:
The pad-pak was first successfully installed on the 28th may 2010 and performed to specification up to the 21st september 2014. The device failed several self-tests due to a low battery between the 28th-29th september 2014. Multiple manual power ups some of ten minutes duration were observed in the device memory between the 13th-29th october 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the abiltiy of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.